Event description:
A physician reported that he had an issue with his programming system. The physician stated that because the flashcard was loose he was not able to use the programming system to interrogate a pt. A company rep was unable to obtain any more info from the site concerning the issues, but the equipment was checked. The rep found that the flashcard was inserted as required for operation, and there was no issue found with the system that could be found. It is not known if there was an issue with the programming system or the pt's device that prevented the interrogation. Attempts for further info have been unsuccessful to date.

Event description:
The reporter's vns programming wand, handheld computer, and flashcard were returned for analysis. No anomalies were identified with any of the components, and all devices performed per specification.

Event description:
Reporter indicated there have been "absolutely no issues interrogating any vns patients" since the new vns programming system was received.